Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-20520. The report was submitted in error.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a defective weld which caused a leak. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.